Manufacturer narrative:
(B)(6). Patient (B)(4): cholangitis the device component (B)(4) relates to the device problem (B)(4) and (B)(4) for the reported events of stent migration and stent occlusion. (B)(4). (B)(6). Complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stent placement procedure performed for a proximal biliary stricture on (B)(6) 2010. This procedure was conducted as part of (B)(6) study. According to the complainant, a cholangiogram performed on (B)(6) 2010 revealed a proximal biliary stricture, which was treated with two plastic stents. A sphincterotomy was performed prior to the study stent placement procedure. The plastic stents were removed prior to the study stent placement. On (B)(6) 2010, the wallflex biliary stent was deployed in a satisfactory position across the stricture. According to the complainant, on (B)(6) 2011, approximately 170 days after the stent placement procedure, the patient experienced severe fever and chills, as a result of cholangitis. On (B)(6) 2011, the patient was admitted to the hospital. On an unknown date during hospitalization, the patient also experienced an increase in lfts, a symptom of the cholangitis. An unscheduled cholangiogram on (B)(6) 2011 revealed that the study stent had migrated (distal partial 1 - 3.9 cm) and there was distal partial occlusion from sludge. The study stent was removed, and the event was reported as resolved without residual effects on (B)(6) 2011. On (B)(6) 2011 the patient was discharged from the hospital. In the opinion of the investigator, the events were unrelated to the study stent placement.